Event description:
Customer reports that a ct9000adv came loose from ceiling suspension. Injector was caught by existing safety cable through the ceiling suspension arm. There was no patient injury reported.

Manufacturer narrative:
Liebel flarsheim field service report: according to the fse the screw that secures the sleeve that covers the locking insert had backed out. Then the cover sleeve slipped up on the j bow column, probably due to the manner in which the users move the injector/suspension arm around, which resulted in the locking key failling out and the j-bow separating from the suspension arm joint. The field engineer who was called to the hospital could see no reason for the screw to back out. The hospital do their own pm's. The fse repair consisted of replacing the key insert and replacing the sleeve screw. The injector and suspension system were returned to full service by the customer.